Event description:
It was reported to philips that the device co2 is faulty. There was no reported patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service / replacement of the etco2 module. After the quote of the replacement etco2 module was provided for the customer, the case was closed. The device remains onsite and in use.